Manufacturer narrative:
Other relevant device(s) are: product ID: 3708260, serial/lot #: (B)(4), ubd: 12-jun-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the hcp could not remove the extension from the ins during an ins replacement (normal battery depletion). The hcp was tugging on the extension and the screws were completely loose but the extension was not moving. Turning the extension while pulling and using water as a lubricant did not resolve the issue. It was noted that the extension looked slightly discolored. The hcp cut the lead and was returning the ins with the extension tail still in the header block. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3:product ID# 3708260, sn: (B)(4)the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified environmentally assisted degradation of the insulation at the proximal end of the extension h6: additional review indicated conclusion code 11, results code (B)(4), and method code 4118 is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.